Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4): litigation alleges that patient experienced swelling, popping, hip pain, complications with the opposite hip, and problems sitting, standing, and moving up and down stairs. It is alleged that due to these complications, patient now faces the potential for a revision surgery in the future. (B)(4). Update: 10/12/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. (B)(4). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges that patient experienced swelling, popping, hip pain, complications with the opposite hip, and problems sitting, standing, and moving up and down stairs. It is alleged that due to these complications, patient now faces the potential for a revision surgery in the future. Update: (B)(6) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update ad 07 may 2018. Ppf and sticker sheets received through cd shipment last 29 may 2018. There are no new allegations and no information was provided as to whether or not the patient was revised. Added lawyer/law firm, expiration dates for the head and liner reported and corrected manufacturing dates. The awareness date is being updated to 07 jan 2019 which is the file review date. This complaint was updated on 07 jan 2019.